Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as no tortuosity, no calcification, and a short (12mm in length) aortic neck; the neck angulation was 60 degrees and the aortic neck diameter at the renal arteries was 25 mm, and at 15 mm below the renal artery, it was 23 mm. It was reported that the bare spring flipped anteriorly as it was being deployed. Two of the bare springs seem to have come out of the sleeve entangled on opposing sides. The location of the flipped bare springs was not in aneurysm; however, it was difficult to identify the exact location and whether it was flipped inward or outward. There was no endoleak. During the delivery system removal the spindle caught on the bare spring. A reliant balloon was used above the device and the device was successfully removed. The delivery system was not kinked upon removal. An internal review of films confirms a constriction of the prominal portion of the stent graft near the material/suprarenal stent edge, but no bare spring flip or entanglement was confirmed. The bare spring remains flipped in the pt with no clinical sequelae, and the pt is fine.

Manufacturer narrative:
(B)(4). Results/conclusions: (short and angulated aortic neck).